Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 115-124mg/dl fasting. Verified the strips expire 3/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 169mg/dl and 176mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 238mg/dl and 158mg/dl. Customer is complaining that his truetrack meter is reading higher than trueresult meter. Customer ran a test this morning at 8:30 am with truetrack meter and the result of 238mg/dl. Customer ran one with the trueresult meter and it read 114mg/dl(fasting).